Event description:
It was reported that during the procedure to treat a chronic total occlusion (cto) in the moderately tortuous external iliac artery with a 100% stenosed, severely calcified, concentric, de novo lesion, an attempt was made to cross the cto with two non-abbott guide wire, but each failed to cross. An armada 14 balloon dilatation catheter (bdc) was then advanced near the lesion (with a non-abbott guide wire) then the balloon was inflated, to an unspecified pressure, as a support catheter to facilitate crossing of the guide wire; with the balloon remaining inflated, the guide wire was then further advanced slowly to cross the lesion without force, however, the non-abbott guide wire became stuck in the armada 14 bdc (it could not be advanced or retracted). The armada 14 and non-abbott guide wire were withdrawn from the anatomy as a single unit. The procedure was completed using a new non-abbott guide wire with unspecified balloon catheters and stents, resulting in 25% lesion stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the armada 14 percutaneous transluminal angioplasty (pta) balloon catheter instructions for use (IFU) states: never attempt to move the guide wire when the balloon is inflated. In this case, it may be possible that attempting to move the guide wire when the balloon is inflated caused the reported difficulty. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products guide wire: johnson and johnson chevalier floppy, nexus; guide cath: medikit parent. (B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.